Manufacturer narrative:
A4-a6:unk b3: unk d4 (experiation date); unk no serial number reported. D6a: unk h4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
An implantable collamer lens was implanted into the patient's right eye (od). Reportedly, "the patient had received icl in egypt many years ago, and came into this doctors clinic for a regular eye exam. The patient presented with iop in the 30's ou. The patient had patent pl's," and "the patient was put on iop drops in the interim."